Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015 the maximum rv pacing impedance measured at 2381 ohms and consistently measured high. Since 25jan2016, there were 1695249 open circuit counts with 7914036 successful paces. The lead was set to unipolar. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015 the rv capture threshold measured 2v and consistently measured greater than 2.5v.

Event description:
It was reported that the patient experienced a heart rate in the 40's. It was found the right atrial (ra) lead experienced a lead failure when the lead showed high pacing impedance and a possible fracture. The right ventricular (rv) lead also experienced a lead failure when the lead showed high pacing impedance, high thresholds and a possible fracture. The lead issues resulted in a polarity switch for the ra and rv lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.